Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. A review of the device service history record was not performed because the serial number was not provided for the suspect device. The customer stated that there was no patient involvement.

Event description:
Biomed has a 8100 give an intermittent 13-1033-149 error. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: recommend to biomed that the 8100 should be sent in for service level repair due to the intermittent 13-1033-149 error. Biomed will get a po and call back for a RMA. Biomed ended call.